Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2009. Additional concomitant medical products: unknown nexgen tibial tray, catalog#: unknown lot#: unknown; unknown nexgen articular surface, catalog#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00244, 0001822565-2018-00245, 0001822565-2018-00246. Product location unknown.

Event description:
It was reported that the patient was revised to address metallosis causing loosening of components, pain, swelling and diminished range of motion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Upon reassessment, it was identified that the reported event is a duplicate of (B)(4). The report should be voided. The correct report will be submitted under MFR number: 0001825034-2017-11368.